Manufacturer narrative:
Patient identifier, age/date of birth, and weight are unknown. However, patient over 18 years old. The event date is unknown. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4), no code available (intervention required to stop bleed). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a stomach biopsy procedure. According to the complainant, the procedure was completed with this radial jaw 4 biopsy forceps device. However, after being discharged, the patient noticed bloody stool and returned to the hospital. The patient presented with anemia so the physician performed an endoscopic examination. Coagulated blood was visible at the biopsy site and was treated by placing a clip at that location. The account reported that the device was inspected prior to use and no anomalies were noted. Additionally, no device issues were identified during the procedure. The patient was hospitalized four days, but has since been released. The patient's condition was reported as being good.